Event description:
It was reported pump must be placed at certain angel to charge. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.